Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to excessive vault. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, ucva 20/16.